Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation and acute pain which started approximately in (B)(6) 2012. The symptoms occurred in the left buttock area. The patient stated that she had tried to turn stim down but then it didn't help with her pain. The patient stated that she tried changing all 4 settings but was still having issues. The patient also noted that she gained approximately (B)(6) since her implant. The patient said her pocket site was inflamed, painful, swollen and warm at times. She had an appointment to meet with a new physician (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.